Event description:
It was reported that during a surgical procedure conducted at the user facility the navigation system became inaccurate. No adverse consequences or clinically significant delays were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the navigation system became inaccurate. No adverse consequences or clinically significant delays were reported with this event.

Manufacturer narrative:
The root cause of the accuracy issues was not determined via a review of the log files.

Event description:
It was reported that during a surgical procedure conducted at the user facility the navigation system became inaccurate. No adverse consequences or clinically significant delays were reported with this event.